Event description:
Additional information was received that the ra lead was capped and replaced to resolve this event.

Event description:
During an in-clinic follow-up, noise resulting in oversensing and inappropriate automatic mode switch were observed on the right atrial (ra) lead. Provocative testing was performed and the lead noise and oversensing were reproduced. Ra lead insulation damage was suspected but was not confirmed. No intervention has been performed. The patient was stable.